Event description:
The reporter indicated that on 3/5/98, the lead was implanted, and the following values were measured: 1.0 v, 0.60 msec, 0.5 ma, and 1968 ohms. On 3/6/98, both over and undersensing were observed, and a lead fracture is suspected. During a re-operation, when trying to touch the lead body, lead impedance was changed between +/-500 ohms. The lead was replaced at this time.

Manufacturer narrative:
Summary of analysis: the lead has been slightly damaged, but the damage would not account or the reported variance in impedance. The electrical properties of the lead are normal, and no wire fracture was noted. The complaint cannot be verified. This report is late due to an administrative error.